Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 sensor. As a result, the customer became hypoglycemic and experienced symptom of drowsiness. The customer was unable to self-treat and was treated with juice and cookies by his wife. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visually inspected the sensor plug assembly and no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) and a signal loss message was observed. This issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ alarm issue was reported with the use of the adc freestyle libre 2 sensor. As a result, the customer became hypoglycemic and experienced symptom of drowsiness. The customer was unable to self-treat and was treated with juice and cookies by his wife. No further information was provided. There was no report of death or permanent impairment associated with this event.